Event description:
It was reported to vyaire medical that the vela ventilator has (xdcr) transducer fault while on a patient. Furthermore, there was no patient harm reported with this event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, a purchase order for new main board was submitted to vyaire for fulfillment. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.